Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low could not be duplicated. Proper device operation was confirmed through functional and performance testing. Ventec downloaded the device's electronic records (system logs) for analysis where ventec observed that it had logged multiple alarms for low minute volume alarm, as well as pre-use test (put) failures. Ventec observed that the alarm settings for minute volume were configured between 0.1 l/min and 5.0 l/min. During testing, the device initially measured 0 l/min, which correctly triggered an alarm. The observed put failures may have been due to the customer using the incorrect patient circuit, as indicated by the observed k leak values which had been recorded in the system logs, however, ventec was not advised what circuit the patient was using. When performing the put using both the customer¿s and the vocsn test settings, the device passed successfully. Ventec replaced the internal flow transducer (ift) as a precaution. Ventec also replaced the device's blower and filters, which did show signs of contamination. The cause of the reported issue of low vte levels could not be determined. Ventec was also unable to identify any device performance issue which may have contributed to the patient's alleged desaturation.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event. The initial reporter, a respiratory therapist (rt) advised a ventec life systems (dba react health) ventilation product support specialist that the device was "getting no volumes", and that it was providing a low minute volume alarm. The rt also advised ventec that the patient's trach leak was minimal, and that the ventilator had failed a pre-use test. The patient did not have a backup ventilator available to them. The patient reportedly began to desaturate (o2 saturation level was not provided) as a result of the reported issue, and had an increased heart rate. The rt advised that the patient was transported to the emergency room. No further details about the patient or the event was provided. It is unknown if the patient was admitted to the hospital or not. The patient's outcome was not reported, but the situation did necessitate intervention to prevent permanent impairment/damage to the patient. Ventec has made multiple attempts to contact the dme in order to obtain additional information about the patient and the event, but no further information has been provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.